Manufacturer narrative:
Service was not dispatched as the event was isolated to a specific pt sample. The customer collected samples in 5 ml heparin tubes with gel. Centrifugation data was not supplied. The customer provided only quality control (qc) data for troponin qc level one on the date of the event, which was within specs. The customer sent samples from the pt to beckman coulter, inc. For additional testing. Customer product line support (cpls) reproduced the customer's results. Dilution test results detected interference since the test was not linear. Heterophile testing lowered the signal demonstrating the presence of interfering substances. Therefore, it is conclusive that the pt's results were falsely elevated because of interfering substances in the pt's samples. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 through (B)(4) 2010, for additional reportable events.

Event description:
The affiliate alleged the customer reported elevated troponin (accutni) pt results from three different tubes on two different blood draws involving unicel dxi 800 access immunoassay system. The customer questioned substance interference and sent the pt's sample to another hosp where a negative troponin result was obtained from an alternate methodology. It is unk if the erroneous results were released out of the lab. There was no report of pt injury or change in pt treatment associated with this event.